Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm approximately 1.5 months ago. The aortic neck had a 60 degree angulation. It was reported that during the implantation of the talent bifurcated stent graft, the proximal portion of the graft was protruding over one of the renal arteries. The physician pulled the stent graft down; however, the graft ended up being pulled into the aneurysm sac. The physician elected to build up to the renal arteries with talent and aneurx aortic cuffs along with a stent from another manufacturer and completed the procedure. At a 1 week post-implantation CT scan, a type iii endoleak (porosity/fabric endoleak) was observed coming from the stent graft area at the area where the other manufacturer's stent had been placed. The physician elected to intervene for the type iii endoleak several days later. A talent thoracic stent graft was attempted to be delivered; however, it was not possible the insert the device, and the delivery catheter kinked (MFR report #2953200-2010-01431). The device was discarded by the user facility. Another device was able to be inserted and deployed, which successfully resolved the type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results of evaluation: endoleak; stent from another manufacturer; intended use of a thoracic device in the abdominal aorta.